Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting paramedics due to meter results. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern, - unable to establish contact with customer.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer¿s expected am fasting blood glucose test result range is 120-130 mg/dl. The customer feels well and did not report any symptoms. Customer stated that one week ago she called paramedics due to result of hi. Paramedics tested customer's blood glucose and obtained result of 120 mg/dl fasting. Customer did not receive any treatment and was not taken to the hospital. During the call, a back to back blood test was not performed by the customer. Customer has three vials of test strips, all the same lot number. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 07/18/2024 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (only one result provided): result 1 : hi date: n/a time: 02:27 pm fasting.